Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a unknown size epic plus valve was chosen for implant in the mitral position. During procedure, the holder dis-assembled into pieces inside the patient's body when they cut it. They cut the u-shaped marker part, but their viewing field was poor so wonder they might have cut somewhere else. It was hard to believe that the holder parts could break apart to that terrible extent, and it was very frightening in that any part might have fallen into the patient's left ventricle. The sales representative reported the valve holder consists from 4 parts to the hospital staff and they confirmed all parts for the valve holder was able to be retrieved from the patient. The procedure time was extended 60 min became longer than usual procedure time due to confirmation for the product parts consist of the valve holder and retrieval them from the patient. The patient was reported discharged without any complication.

Event description:
It was reported that on (B)(6) 2025, a unknown size epic plus valve was chosen for implant in the mitral position. During procedure, the holder dis-assembled into pieces inside the patient's body when they cut it. They cut the u-shaped marker part, but their viewing field was poor so wonder they might have cut somewhere else. It was hard to believe that the holder parts could break apart to that terrible extent, and it was very frightening in that any part might have fallen into the patient's left ventricle. The sales representative reported the valve holder consists from 4 parts to the hospital staff and they confirmed all parts for the valve holder was able to be retrieved from the patient. The procedure time was extended 60 min became longer than usual procedure time due to confirmation for the product parts consist of the valve holder and retrieval them from the patient. The patient was reported discharged without any complication.

Manufacturer narrative:
An event of valve holder disassembly was reported. Reportedly, the valve fell off the valve holder during procedure. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. It is possible device handling during preparation contributed to the reported incident; however, this cannot be confirmed. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Per the information available abbott cannot further speculate on why the reported event occurred. Codes removed: component code: 4755 part/component/sub-assembly term not applicable type of investigation: 4118 type of investigation not yet determined. Investigation findings: investigation conclusions: 11 conclusion not yet available.